Manufacturer narrative:
(B)(4). The device was returned for evaluation. Leak testing determined that there was a leak observed at the solvent-bonded junction of the tubing and the stress member. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be an assembly issue during manufacturing. Awareness training was provided to the appropriate personnel. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor lv5 leaked. This occurred during patient infusion. The reporter stated that solution seemed to be leaking near the connection between the tubing and the stressmember. There was no patient injury or medical intervention associated with this event. No additional information is available.